Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 1100 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 11 days later, 6/20/2026 with the issue resolved and no permanent damage. The customer reverted to manual injections for insulin therapy.